Event description:
Descreased flow noted during dialysis in 2001. Tpa was used but did not improve the flow rate. Two days later, dialysis was stopped and the catheter was exchanged for a new line. On chest x-ray, a 2cm opacity was noted in the pulmonary artery. A CT scan was done to identify the exact location of the object. Two days later, the tip of the old catheter was removed from the descending right pulmonary with a snare. After a review of previous cxr's, it is believed that the catheter tip separation occurred sometime within 3 months in 2001. The lot# of the involved catheter was not included in the recall of this product.